Event description:
The instrument was used during a bowel resection. When firing the instrument, staples did not form. Hemostasis was not achieved. Surgeon had to use a second stapler to achieve hemostasis. There was no consequence to the pt.